Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed through a review of the device event history log and caused by a failed motor. The motor was found with loose screws that hold the brass collar that attaches the motor to the gearbox, causing the gearbox to shift and bind up. Further inspection revealed that no threadlocker was applied to the screws. The failed motor assembly was replaced. Additional information: (B)(4)

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.